Manufacturer narrative:
The used device has been returned to angiodynamics, however the evaluation has not been completed. Upon completion of the investigation a supplemental medwatch will be submitted.

Event description:
As reported, port/catheter was removed as it would not aspirate blood. No patient complications were reported. The used device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The review confirms that the lots met all material, assembly and performance specifications. The november, 2015 angiodynamics complaint report was reviewed for the bioflo port product family and the failure mode "occluded - port removed". No adverse trend was identified. Returned for evaluation was the used port with a piece of the catheter tubing still attached to the port. Infusion and aspiration was performed using a non-coring needle and 10cc syringe. Both were performed without difficulty, and the pressures met specification. The following locations on the devices were measured and found to be within dimensional specification: valve stem i.d., o.d., and barb length, and catheter tubing i.d. And o.d. The reported complaint description of unable to aspirate could not be confirmed. The returned sample was evaluated and found to be visually, dimensionally and functionally acceptable le, i.e. Met specification. No manufacturing related or any other defects were noted during the evaluation. Process controls for this port device include 100% tested for aspiration and infusion pressure. The directions for use packaged with this port includes guidance on flushing, aspiration and injection.